Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels between 200-586 (mg/dl). Manual injections were delivered to address bg levels. Due to occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be determined; however, the customer stated observing blood in the infusion set during some of the occlusions.